Event description:
Insert fell out of pt's head during procedure. Physician was doing a craniectomy when the insert fell into the incision. The physician located the insert lying along the suture line and picked it out.